Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient receiving infumorph (1.09mg/day at 10mg/ml) via an implantable infusion pump for unknown indications for use. It was reported that the pain pump was flipped. The pump refill staff reported they were unable to access the pump reservoir during the first scheduled refill since the replacement procedure (B)(6) 2025. It was reported that patient factors that could have contributed to this issue was patient body habitus. Diagnostics and troubleshooting included a refill attempted by the hcp under fluoroscopy which was unsuccessful. The pump was manipulated in the pocket to allow tablet communication, which was successful. The patient was scheduled for a pocket site revision and refill on (B)(6) 2026. The issue was not resolved at the time of the report, but surgical intervention was planned.